Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error and no delivery alarms. The customer's blood glucose level at the time of incident was 590mg/dl. The customer tried to treat with pump but received motor error and no delivery alarms. Troubleshoot was conducted. The device was found to have passed testing. The customer was advised to monitor the device and call back if issues persist.